Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 356 (mg/dl). Reportedly, customer believed that their bg level was caused by eating food outside of their typical diet. Customer administered insulin injections to treat their bg level.